Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per the company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge service territory manager (stm) evaluated the iabp and found the same result, autofill failure. The stm found there to be a problem with the helium reservoir assembly. The stm replaced the assembly and completed a full calibration and functional check to factory specification. The iabp was then released back into clinical use.

Event description:
It was reported that the cardiosave would not complete an autofille failure. There was no patient involvement or adverse event reported. It is unknown when the event occurred.